Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. This crt-p has not been returned for analysis. Additional information was received that this crt-p was explanted due to advisory/recall. Other than the surgical procedure, no additional adverse patient effects were reported. This crt-p has been returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. This crt-p has not been returned for analysis. Additional information was received that this crt-p was explanted due to advisory/recall. Other than the surgical procedure, no additional adverse patient effects were reported. This crt-p has been returned for analysis. The "no problem detected" conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomaly outside the bounds of normal medical use.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. This crt-p has not been returned for analysis.